Event description:
It was reported that the patient experienced syncopal episodes while this device was implanted. Lead repositioning was attempted, but loss of capture and output were still observed when the lead was hooked up to the device. Good thresholds and capture were observed through the analyzer. Telemetry difficulty was also indicated. The device was explanted and no further patient complications were reported as a result of this event.